Manufacturer narrative:
(B)(4). The patient line clamp not being fully opened is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information be available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the clamp on the patient line was not fully open during priming. The technical services representative reviewed proper procedures with the caregiver and advised the caregiver to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.